Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Pump had motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No moisture damage on electronic assembly noted. Pump had cracked display window corner, scratched lcd window, cracked battery tube threads,cracked reservoir tube lip and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.